Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer loaded a new cartridge to address the issue. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, customer changed pump supplies to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.